Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. The device has not been returned to the manufacturer, at this time, for evaluation. Device not received.

Event description:
Facility reports that a crack allegedly formed externally. It was allegedly repaired; however it supposedly, still continued to leak.